Event description:
A malfunction occurred with the pump, specifically displaying malf 16, and it could not be reset. There was no reported impact on the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy, and tandem technical support arranged to replace the pump. The customer was instructed to place the pump into storage mode and return it using a pre-paid label within 10 days.